Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708160,serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 377745, lot# n0039838, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported the scs did not operate or wasn¿t functional for years. They had trouble getting it to work and they had tried multiple times and it just wouldn¿t work. It had been several years since the patient used the scs therapy. The patient no longer used it and they had been on oral medications instead. The implantable neurostimulator (ins) had been off/depleted for a couple of years.